Manufacturer narrative:
Service was not dispatched to investigate this event. A bci field service engineer (fse) was not dispatched to investigate the event. Per archive data file, a system check was performed on (B)(4) 2009. All portions passed within specifications. A definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated unconjugated estriol (ue3) results generated on the access 2 immunoassay system for four pts. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were not reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.